Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was found on the floor with two screen cracks and was unresponsive, after which a replacement device was shipped and the original was returned. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included device replacement and continued use of cgm via the dexcom app or receiver. Investigation included customer interview, shipping a replacement, and retrieval of the original device. The returned device was received. Investigation of this case included a review of the reported device behavior, case history, and shipping/return logistics. Investigation of this case revealed physical damage to the device screen consistent with external impact, with loss of touch responsiveness but no reported effect on glucose control at the time of the report. It was concluded, based on previously established findings for similar reports, that the cause was user-related external damage and not a manufacturing or design defect.